Manufacturer narrative:
As reported ¿break of the lead anchor¿ was confirmed. As received the visual inspection of swift lock anchor was found damaged. The damage is consistent with the overstress conditions or sudden event the anchor was subjected during explant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s anchor was broken. The anchor was explanted and replaced with a new anchor on (B)(6) 2020 addressing the issue.